Event description:
Event description cpi received information that this patient with a bipolar lead became syncopal while walking. The patient fell and remained prone for three hours. Hospital testing found intermittant pacing and sensing, with an impedance of less than 300 ohms. A new lead was implanted and measurements were fine. A few days later the patient died due to pulmonitis which the physician suspects was a results of being outside for three hours.